Event description:
It was reported that upon opening of the package, the stent was found ruptured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening of the package, the stent was found ruptured.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual requirements state to use unaided eye at 12" to 18" distance normal room lighting. When evaluating the sample, it can be seen that the sample had been used due to the calcium buildup on the outside of the stent the residue that appeared when guidewire was performed. The separation was located on the pigtail. The separation look similar to what is seen when the material is cut with a sharp object due to no stretching or discoloration of the material. Dimensional evaluation noted dimensional requirements state the od is to be 0.061" ± 0.002", and the guidewire to be 0.035" ± 0.001". The sample passed all the dimensional requirements. The od was measured at 0.068" with a laser micrometer. The tip ID was measured using a 0.039" pin gauge. Although an exact root cause could not be determined a potential root cause could be material selection. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon opening of the package, the stent was found ruptured.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual requirements state to use unaided eye at 12" to 18" distance normal room lighting. When evaluating the sample, it can be seen that the sample had been used due to the calcium buildup on the outside of the stent the residue that appeared when guidewire was performed. The separation was located on the pigtail. The separation look similar to what is seen when the material is cut with a sharp object due to no stretching or discoloration of the material. Dimensional evaluation noted dimensional requirements state the od is to be 0.061" ± 0.002", and the guidewire to be 0.035" ± 0.001". The sample passed all the dimensional requirements. The od was measured at 0.068" with a laser micrometer. The tip ID was measured using a 0.039" pin gauge. Although an exact root cause could not be determined a potential root cause could be material selection. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.